Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the up button was unresponsive when attempting to bolus. Customer's blood glucose was 157 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button due to an unlocked connector at the lcd board. Unable to perform displacement test due to unresponsive buttons. The insulin pump has cracked reservoir tube lip and minor scratched lcd window.